Manufacturer narrative:
The hillrom technician found the power cord was charred. The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, paediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors, general hospital and alternate care environments. The device was received at hillrom service centre on 15-jun-2021 where it will be preliminarily inspected. The device will be then forwarded to the hillrom manufacturer for a thorough investigation. Hillrom will submit a final report with investigation conclusion on this incident. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Welch allyn received a report from the account stating the csm device power cord got burnt. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).